Manufacturer narrative:
Additional devices listed in this report: cat # 626-00-46f, lot # 40739002, description: modular dual mobility insert. Cat # 1601-09127, lot # mmpxnd, description: 127 size 9 secur-fit advanced stem. Cat # 6570-0-028, lot # 37904201, description: delta v-40 ceramic head 28/-4. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital retained device.

Event description:
It was reported that the patient's left hip was revised from rejuvenate to a securfit advanced in (B)(6) 2014 and was revised again due to infection.

Manufacturer narrative:
An event regarding infection involving an adm liner was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Medical records received and evaluation: a review of the provided information by a clinical consultant could not confirm the event nor determine a root cause. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no similar other events for the reported lot or sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. In the event it is stated that there was an infection. This could not be investigated as there is no information made available around the infection event.. Further information such as operative reports, pathology, x-rays, patient history & follow-up notes are needed to investigate this event further for the infection event. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that the patient's left hip was revised from rejuvenate to a securfit advanced in (B)(6) 2014 and was revised again due to infection.